Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received (B)(6) 2018. After review of the medical records for MDR reportability, it was noted that on (B)(6) 2015 the patient had a left knee arthrotomy with polyethylene exchange due to loose tibial polyethylene. The polyethylene was not locked superiorly. Later medical record reports that it was a failed locking mechanism. There was no indication of infection noted at this time.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot product code 151640506, lot number 417417 device history review DHR reviewed no deviations or anomalies were noted.